Manufacturer narrative:
Report is for one (1) unknown dynamic hip screw plate. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during hardware removal on (B)(6) 2016, two (2) of the four (4) cortical screws broke and the screw shafts were left implanted in the patient. Additionally, the plate would not disengage from the lag screw and were found to be welded together. Because the devices were welded together, there was a (15) minute surgical delay to remove the devices; they were removed as one unit. X-rays were taken intraoperatively during revision surgery and additional x-rays were taken to aid in removal of the welded devices. The surgeon held onto the plate and turned the screw counterclockwise to enable removal. Patient status was reported as "ok." Procedure was completed successfully. (B)(4) is to report the intra-operative complications that reportedly occurred during the revision surgery. The patient undergoing device removal as a result of hip pain is reported under (B)(4). This report is for one (1) unknown dynamic hip screw plate this is report 1 of 3 for (B)(4).